Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. Also, it was reported that the threads of the battery cap were stripped. The yellow o-ring of the battery cap was reportedly visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/02/2014 with the following findings: multiple inexplicable reboot events, which can be indicative of the event type reported, were observed in the black box data. Visual inspection revealed that the battery compartment was cracked in multiple places. The threads of the battery cap were found to be stripped. The returned battery cap was unable to secure to the pump per the instructions for use (IFU) due to the battery cap damage. One of the brass contacts was observed to be missing from the battery cap; thus the battery cap contact measurements could not be obtained. The pump displayed intermittent and no-power events with the returned battery cap installed: the reported event was duplicated. A test cap, which was able to secure to the pump per the IFU, was used for the remainder of the testing. The pump was exercised for 24 hours, during which no power-related events were observed. The display screen was found to be dim and discolored. The reported event was directly caused by the battery cap defects. The other observed device failures were unrelated to the reported event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.